Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV was leaking from inside the lvp silicone segment of the tubing. The patient returned from vascular lab and had a heparin drip infusing.